Manufacturer narrative:
The device was returned and the evaluation states that the motor has a loose brake cam. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The motor is not stopping.